Event description:
It was reported that upon device interrogation it was noted that the right ventricular lead exhibited high lead impedance. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.